Event description:
Caller reported a malfunction on the pump, resulting in the display of malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the caller was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The caller was advised to put the pump into storage mode before returning it and was informed about the steps needed upon receiving the replacement pump, which was shipped without signature requirement. The caller was also instructed to return the problematic pump within ten days using a provided pre-paid label.